Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2017, the patient experienced a patella instability in the left knee. This adverse event was solved by revision surgery on (B)(6) 2018. Patient outcome as been resolved.